Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.

Event description:
It was reported that lead noise was observed. All other measurements were normal. Lead was explanted and replaced without complication.